Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a blood glucose (bg) level of 63 mg/dl. The user addressed the bg level with juice and crackers. Reportedly, the contact believed that the user was consuming a different breakfast than the usual routine.